Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure event observed during analysis. Analysis found that the insulation was abraded at 43.3 cm to 43.7 cm from the connector pin exposing the outer coil. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).